Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience phrenic nerve stimulation. The patient felt a thumping sensation in the left side below the rib cage. This rv lead was found out to be dislodged three days post implant. Subsequently, the patient underwent a rv lead revision. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience phrenic nerve stimulation. The patient felt a thumping sensation in the left side below the rib cage. This rv lead was found out to be dislodged three days post implant. Subsequently, the patient underwent a rv lead revision. This lead remains in service. No additional adverse patient effects were reported.